Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and initially verified the reported issue. Physio observed that the device would not power on when the "on" button was pressed. Physio-control then removed multiple components in order to test them individually and determine cause; however, all parts tested ok. The device was then reassembled and the reported issue could no longer be duplicated. The device powered on with no discrepancies observed. The cause of the reported issue could not be determined.